Event description:
A discordant, false positive immulite 2000 xpi toxoplasma igg result from lot 375 was generated on one patient sample. The initial result was reported to a physician, who questioned the result. The sample was repeated with lot 376 and the result was negative, which the physician found more plausible. There was no treatment given or withheld based on the initial false positive toxoplasma igg result.

Manufacturer narrative:
The cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.

Manufacturer narrative:
(B)(4) 2012: additional information: siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of 99.4% for the immulite systems toxoplasma igg assay. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive immulite 2000 xpi toxoplasma igg result from lot 375 was generated on one patient sample. The initial result was reported to a physician, who questioned the result. The sample was repeated with lot 376 and the result was negative, which the physician found more plausible. There was no treatment given or withheld based on the initial false positive toxoplasma igg result.